Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure of laparoscopic incisional hernia. Tacker was being applied to peritoneum during an ipom technique. The reloadable tacking device deployed two tacks well. Then the tacks began to deploy partially and stick in the cartridge and just two cartridges were used. First reload was the 8 tack reload, second was the eight tack reload no tacks were holding the mesh to the tissue by the end of the case. The tacks were able to penetrate the tissue. They used a new device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. One partially applied 8dpt device loading unit (dlu) with disrupted timing and a tack protruding was received. One fully applied 8dpt dlu with disrupted timing and scratches on the inner tube was received. One 8dpt dlu with the shipping wedge attached and proper timing was received. Scratches were noted on the inner tube of all three dlus. One 5dpt dlu with the shipping wedge attached and proper timing was received. No scratches on the inner tube of the dlu. The articulation knob functioned properly and the handle was able to be actuated with no dlu present. The returned 5dpt dlu was able to be loaded onto the device. The device fired properly in both the straight and articulated position. The tacks seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.